Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer removed the bunched film from the capstan and made cuvettes without any errors and advancing into waste. Emptying the cuvette waste is a part of daily maintenance procedure which is required to be performed by the customer. Failure to empty the cuvette waste will result in the cuvette backing up and jamming in the capstan. The dimension exl operator's manual states, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The cause of the operator being splashed in the face with the cuvette contents was due to use error. The cause of the cuvette jam was failure to perform daily maintenance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension exl 200 instrument was splashed in the face with contents of cuvette while clearing cuvette film jammed in capstan. The operator was not wearing face shield at the time the incident occurred and indicated that the cuvette contents did not reached her eyes. The operator washed her skin and wiped it with ethanol (etoh) pad. The customer did not seek any further medical attention. There are no reports of adverse health consequence due to the operator being splashed in the face with cuvette contents.